Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed infection at the midline incision site. Leaking of white liquid from the midline incision was noted. It was not procedure related and the physician believed that the stitches were being pulled on which made it hard for the incision to heal. The patient was placed on antibiotics. The patient underwent an explant procedure, and the explanted device was discarded by the facility. A culture was taken however the results will not be provided to bsn.